Event description:
A peritoneal dialysis patient called into report a high drain volume during his treatment. The patient reported feeling discomfort. A follow up call to the patient's peritoneal dialysis nurse was made. The nurse reported that there was no patient injury due to the high drain volume. See scanned table. The reported drain volume of 4996ml was 200% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. External, visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping approximately 4 inches over the center of the front panel overlay. The heater tray/scale was not obstructed. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The patient sensor calibration check failed due to the patient sensors not being zeroed. After zeroing the patient sensors, the patient sensor calibration check passed. The patient sensors not being zeroed did not affect the operation of the cycler. In the cycler internal inspection; there was dried fluid found underneath the heater tray on top of the top cover. Dried fluid had also seeped onto the load cell bracket. The cycler passed the mushroom head checks. Further internal inspection of the cycler unit found no other indications of fluid or dried fluid. The cause of the encountered dried fluid could not be determined. Device history record review: production floor problem report - (B)(4). I: modified tech pump m21-2 invalid sensor readings - send to rework (B)(4) 2013; (B)(4). Rework: hp3 filter kinked, adjusted tubing (B)(4). (B)(4) 2013. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.